Manufacturer narrative:
Product was received at ameda and evaluated for evidence of allegation on (B)(6) 2014. The allegation was not repeated and no evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report the purely yours breast pump she uses seems to skip during cycling and she feels subtle electric shock sensations while using the pump. This shock sensation occurs about once/week. Customer denies pain, injury or burn when this event occurs.